Manufacturer narrative:
Additional information was received that there was no significant findings in the physician¿s office regarding the symptoms of the suspected infection however the patient claimed it was painful around the battery site before the revision but the physician¿s office had no notes concerning an infection. There was no device malfunction suspected with the replaced ipg.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Received by manufacturer: 04-feb-2016. Additional information was received that during the revision procedure the ipg was replaced and pocket site was relocated. It was believed that the original pocket site was infected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for pocket relocation and ipg replacement was due to patient request.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.